Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small split was observed in the extension leg of the catheter, about 8 mm proximal to the molded joint. A microscopic observation revealed the edges of the split were well-defined and mostly straight, and striations were observed on the fracture surfaces, which were found to be flat and reflective, which is characteristic of damage caused by contact with a sharp-edged instrument such as a scalpel. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smoothened atraumatic clamps or forceps.¿ a lot history review (lhr) of reds2355 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that powerpicc was found leaking. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds2355 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that powerpicc was found leaking. No other information was provided.